Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due (B)(6) 2017, asr xl, right, reason(s) for revision: alval / soft tissue reaction. Update - alert date (B)(6) 2017, (B)(6) confirmed revision has been re-scheduled for - (B)(6) 2017. See attachments dated (B)(6) 2017. (B)(6) 2017.

Manufacturer narrative:
Asr revision due (B)(6) 2017. Asr xl, right, reason(s) for revision: alval / soft tissue reaction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.